Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the right atrial (ra) lead was removed during attempted implant in tortuous anatomy. The lead was unable to be implanted due to poor sensing and high thresholds. A new lead was implanted successfully. No patient complications have been reported as a result of this event.